Manufacturer narrative:
Medical device expiration date: 00/00/0000. Investigation summary: one photo and two loose 10ml control syringes (p/n 304134) were received. The samples were visually evaluated. No visible defects were observed on the syringe, specifically on the luer-tip or collar area that may inhibit a connection between needle hub and syringe. Additionally, needles were successfully hand assembled with no resistance to both samples received. The defect was not identified in the samples received. Since no issues were observed on the samples received it is recommended that the needles the customer is using are observed for any visible defects. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the syringe control 10ml ll bns, the device experienced the needle separating from the syringe. The following information was provided by the initial reporter. The customer stated: it was reported needle does not stay attached to the control syringe. The customer is stating that needle does not stay attached to the control syringe.